Event description:
On (B)(4) 2012, the distributor contacted animas, alleging the ok, down arrow and contrast keypad buttons were unresponsive and the keypad rubber was peeled/torn/worn. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1: date of submission: (B)(6) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013, with the following findings: the keypad cover was returned torn and lifting across the ok keypad button to the side of the down arrow keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. During testing the contrast button was found to be intermittently unresponsive, which has no effect on insulin delivery; all other buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).